Event description:
It was reported that the implantable cardioverter defibrillator (ICD) depleted prematurely due to inappropriate shocks from a fractured right ventricular (rv) lead. It was further reported that a lead integrity alert lead integrity alert (lia) triggered due to noise on the rv lead. Short v-v intervals and non-sustained ventricular tachycardia ventricular tachycardia (vt) episodes were noted, with seven shocks. The device was explanted and replaced, and the rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 6947 implantable pacing lead 2011 (B)(6); 4196 implantable pacing lead 2011 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 83% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. The analyst noted that the device was not at eri. Longevity calculation equals 59%. The battery depletion curve equals 71%. Projected longevity at rrt equals 83%.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.